Event description:
It was reported that during a procedure in the vertebral artery, the operator prepared the subject flow diverter stent and deployed it. However, the operator observed significant shortening of the subject stent, due to which it could no longer cover the aneurysm neck. Therefore, the operator implanted an additional flow diverter stent to complete the surgery. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The patient received dual anti-platelet agents prior to the procedure, post procedure. A microcatheter was used to advance the flow diverter. Access was through femoral. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter fully apposed to the vessel wall when it was deployed. A balloon was not used to fully open the flow diverter. The flow diverter was recaptured/resheathed back during the procedure twice. The patient was not put on any medication post-procedure. During the procedure another flow diverter was implanted. There were no changes noted to the vessel wall at implantation site. The aneurysm was in the vertebral artery. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent deformed¿. An assignable cause of anticipated procedural complication will be assigned to the as reported event: ¿patient medical or surgical intervention required¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during a procedure in the vertebral artery, the operator prepared the subject flow diverter stent and deployed it. However, the operator observed significant shortening of the subject stent, due to which it could no longer cover the aneurysm neck. Therefore, the operator implanted an additional flow diverter stent to complete the surgery. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.